Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient stated that the foley catheter came out upon hearing a popping sound. The catheter was out, and the balloon was fully deflated. This happened twice back-to-back with exactly the same circumstances.

Event description:
It was reported that patient stated that the foley catheter came out upon hearing a popping sound. The catheter was out, and the balloon was fully deflated. This happened twice back-to-back with exactly the same circumstances.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "tooling damaged (core pins)". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. For urological use only. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws, regulations, and policies. Keep away from sunlight. Do not store at freezing temperatures, keep at room temperature away from direct exposure to light, preferably in original box. This is a single use device. Do not resterilise any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Contains or presence of phthalates: di (2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.